Event description:
It was reported that, after about one week post implant, the patient had a hematoma. The doctor has now evacuated the pocket. There were no additional adverse patient effects. The system remains implanted.